Event description:
The customer reported a vent inop condition; post timer/24v failure. No patient involvement reported.

Manufacturer narrative:
Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).